Event description:
It was noticed during unpacking, that one of the two cups of radial jaw 3 biopsy forceps may be broken. Both cups could not nicely ("misorientation") open or close. The forceps could not be used properly.

Manufacturer narrative:
The suspect device has been returned, but the device eval is not complete. The cause of the reported event has not been determined.